Event description:
This study assessed the in vivo vascular response to a new generation of zotarolimus-eluting stents (zes) with prolonged drug release (endeavor resolute rx drug-eluting stent) compared with zes with faster kinetics (endeavor rx drug-eluting stent) by optical coherence tomography. The study population consisted of 43 patients with long lesions in native coronary vessels treated with multiple overlapping endeavor resolute rx / endeavor rx drug-eluting stents. Twenty-one patients treated with endeavor resolute rx were compared with 22 patients treated with endeavor rx from the odessa (optical coherence tomography for des safety) study. The primary endpoint was in-stent neointimal hyperplasia as assessed by optical coherence tomography at 6-month follow-up. Coprimary endpoints were the percentage of uncovered and malapposed struts. Using optical coherence tomography, 23,091 struts were analysed. At 6 months the median proportion of uncovered struts per patient ranged from 0% in the endeavor rx group to 7.4% in the endeavor resolute rx group. The rate of cross sections with greater than or equal to 30% uncovered struts was 0% in the endeavor rx group versus 6.4% in the endeavor resolute rx group. Three patients in the endeavor resolute rx group had abnormal intraluminal tissue related to uncovered struts compared with none (0%) in the endeavor rx group. Similar proportions of uncovered struts were measured by oct at overlap compared with non-overlapping sites in both groups. The length of overlap was approximately 4.32 mm in the endeavor rx group versus approximately 3.58 mm in the endeavor resolute rx group. A higher percentage of ivus derived net volume obstruction was also found in the endeavor rx group compared with the endeavor resolute rx group. Late-acquired incomplete stent apposition (isa) was observed in only 1 case treated with endeavor resolute rx and in 3 cases treated with endeavor rx. Follow-up through 1 year was obtained in 41 of 43 patients. There were 2 deaths in the endeavor resolute rx group (1 cardiac at 240 days, possible stent thrombosis based on academic research consortium definition, and 1 of non-cardiac origin). One-year major adverse cardiac event rates were 18.2% in the endeavor rx group, including 3 target lesion revascularizations (2 ischemic-driven and 1 angiographic-driven) and 1 myocardial infarction, and in the endeavor resolute rx group, the rate was 9.5% (2 deaths). This study concluded that the new generation of endeavor resolute rx compared with endeavor rx had better suppression of the neointimal response but higher proportion of uncovered and malapposed struts at 6-month optical coherence tomography follow-up. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4): inherent risk of procedure (death, stent thrombosis, incomplete stent apposition) the information could not be matched with other information known to medtronic. (B)(4). Jacc cardiovascular interventions volume 4, no. 7, 2011 "impact of drug release kinetics on vascular response to different zotarolimus-eluting stents implanted in patients with long coronary stenoses".